Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted damage on the cassette sheeting. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak at the location of the damage on the cassette sheeting. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of the homechoice cassette, damage on the cassette sheeting was identified which resulted in a leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b5: during evaluation of the amia (previously submitted as homechoice) cassette, damage on the cassette sheeting was identified which resulted in a leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.